Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: ne u_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding an unknown patient. Drug information, indications for use, concomitant medications, and patient history were not reported. It was reported that there was a telemetry problem with the clinician programmer. Following a pump refill today, the health care provider (hcp) updated the pump but noted the pump had been stopped for xx minutes message. No symptoms were reported. The representative was going to instruct the hcp to it was reported that-interrogate pump, reprogram to desired parameters, and update the pump again. If additional information is received this report will be updated.